Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a surgical procedure on their neck, in close proximity to the device. Tachy therapy remained programmed on during the procedure and post procedure interrogation revealed six shocks had been delivered. Technical services discussed cautery recommendations. No adverse patient effects were reported.